Event description:
It was reported that a pt expired on 03/15/1999. Upon removal and examination of the m7sct/cfs specialized single cannula cuffless tracheostomy tube attending medical staff found the device was almost completely occluded. The involved device was placed on 03/12/1999. Limited info was provided to the MFR regarding the reported event, device and pt. The stated cause of death was a pulmonary embolism. It is unk what type of trach care was performed, how frequently the pt was suctioned and the identity and involvement of any concomitant products/devices. The involved m7sct/cfs device was received by the MFR on 04/12/1999 for decontamination, analysis and investigation.